Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a vessel sealer extend (vse) to perform failure analysis. The vse instrument was placed and driven on an in-house system. The vse instrument passed the recognition, engagement and initialization tests on all three attempts. The vse moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grip ring is in place, and the grip cable is tight as expected. The vse instrument passed cut and seal tests on all three attempts. No logs displayed since the instrument was used on the dv5 system.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer was not sealing properly. The procedure was completed with no reported injury.